Manufacturer narrative:
There is an ongoing investigation at cochlear ltd. Of leakage from rechargeable batteries. This is a final report. This type of event is addressed in the device labeling.

Event description:
The patient's parent called the manufacturer to report that a rechargeable battery was leaking fluid. The parent reported that there was no heat involved. A replacement battery and charger were sent ot the patient's parent. The battery and charger were not returned/packaged specifically for investigation and were discarded.